Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed. Device not received.

Event description:
It was reported that numerous pulsvac tips were breaking off during use. In one situation, the tip was reported to fall into the surgical site and was removed by hand without medical intervention. A back-up device was used to complete this procedure. Attempts to obtain further information regarding the other cases with broken tips, but they were not successful.